Event description:
It was reported the patient had a revision on her device system due to a pocket adapter migration. The patient's device was overdischarged due to the patient choosing not to recharge. After successfully bring the device out of overdischarge with a physician mode recharged, it was noted the patient's adaptor was sitting on top of the ins. The patient stated the adapter "used to flip around all the time and patient would work it back" in to the correct place. A revision was planned due to possible twisted wires or fractures. The revision was successfully completed on (B)(6) 2012. No components were replaced. After the revision, the patient's stimulation was "working well and producing effective relief."

Manufacturer narrative:
Product ID 748925 lot# serial# (B)(4) implanted: 2003-(B)(6) explanted: product typ extension product ID 748925 lot# serial# (B)(4) implanted: 2003-(B)(6) explanted: product typ extension product ID 74002 lot# n236290 serial# implanted: 2010-(B)(6) explanted: product typ adapter product ID 74002 lot# n236290 serial# implanted: 2010-(B)(6) explanted: product typ adapter product ID 37752 lot# serial# (B)(4) implanted: explanted: product typ recharger product ID 37743 lot# serial# (B)(4) implanted: explanted: product typ programmer, patient product ID 3487a-33 lot# j0340485v serial# implanted: 2003-(B)(6) explanted: product typ lead product ID 3487a-33 lot# j0340485v serial# implanted: 2003-(B)(6) explanted: product typ lead. (B)(4).